Event description:
Patient was short of breath. The nursing staff suctioned large amounts of pink frothy sputum. A dr was immediately called. The pt was going to be bronched when the dr thought he saw a stent. The pt did not have a history of having a stent placement. The dr saw and removed a foreign object - a #32 french nasopharyngeal airway-. The pt's respiratory distress subsided after the object was removed and patient is doing well. Nasal pharyngeal airway was used at 2:52 a.m. On the pt, the next day a nasal pharyngeal airway was used at 12:40 a.m. On the pt. In 2005 a nasal pharyngeal airway was used at 12:40 am on the pt. A nasal pharyngeal airway was used at 6:00 pm on the pt. The next day a nasal pharyngeal airway was used at 9:18 a.m. On the pt.